Manufacturer narrative:
This product is distributed outside the united states. However, it is similar to the us distributed drug-eluting stents. Please note that this event is still under investigation because the description is unclear. Add'l info will be submitted within 30 days of receipt.

Event description:
The pt was a male with a history of hypertension, hyperlipidemia, a history of allergy/hypersensitivity, and a family history of coronary artery disease. The target lesion was the mid left anterior descending branch. Medications at baseline were aspirin, clopidogrel, statins and beta blockers. The indications at baseline were aspirin, clopidogrel, statins, and beta blockers. The indication for the intervention was stable angina. Medications at the time of pci were aspirin and clopidogrel. There is no info regarding vessel characteristics or deployment pressures. The pt was discharged the same day. Medications at baseline were aspirin, clopidogrel, statins, and beta blockers. Ten days after the index procedure, the pt was admitted with chest pain and had a re-pci. Timi flow was 3 and stenosis was 100% in the target lesion. Ivus was done and there was full apposition. However, the re-pci is noted as a non-target vessel revascularization. The target vessel of the revascularizations is noted as the distal circumflex artery. Pre-procedure stenosis is noted as 80% and post-procedure stenosis is 100%. The pt was discharged 2 days later. Six days later, the pt had an inflamed right arm (cellulitis), which was treated by antibiotics and improved after 1 week. It is unclear if the cellulitis is related to the index procedure. Eight days after that, the pt was admitted with chest pain. An angiogram was performed and both stents were patent. The diagnosis was non-cardiac chest pain. The pt was still experiencing angina at the 1 moth follow-up visit.